Event description:
It was reported that the ilet delivered only part of a breakfast meal and issued an occlusion alert while the user was on a teflon infusion set with 23-inch tubing; blood glucose reached a high of 250 mg/dl and later trended down after the user straightened a sharp bend in the tubing and changed the infusion site. Symptoms included hyperglycemia without additional clinical symptoms. Outcomes included device troubleshooting and successful resumption of insulin delivery after infusion set replacement. Investigation included phone-based troubleshooting, inspection of the infusion set and tubing for kinks or air, user guidance on proper tubing seating and site placement, and education on site change. Investigation of this case revealed a probable flow interruption related to tubing routing and suboptimal set insertion that resolved after correcting tubing positioning and replacing the set. It was concluded that the cause of hyperglycemia was unclear, but the event was consistent with an infusion set occlusion that was addressed through set change and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.